Event description:
It was reported that during preparation for use at the user facility, the slide pin of the radiolucent right angle drive fell out. It was reported that there was no associated procedure. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.

Event description:
It was reported that during preparation for use at the user facility, the slide pin of the radiolucent right angle drive fell out. It was reported that there was no associated procedure. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.

Manufacturer narrative:
Upon visual inspection, the housing on the device was found to be cracked. The device was repaired and returned to the user facility.

Manufacturer narrative:
A follow up report will be filed after the quality investigation has been completed.